Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 19152469. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56. Serial number:(B)(6). Batch/lot number: 19152469. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number:(B)(6). Batch/lot number: 5077413. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. All explanted items have been discarded.